Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.5¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During an atrial fibrillation ablation procedure, a tip fracture was noted in the catheter. The catheter was not performing as expected when putting the ice catheter into a groin sheath and tracking it up into the right atrium of the heart. The catheter did not appear to make it all the way to the heart. After manipulating it for ~30 seconds, the catheter was removed from the patient, and it was noted that the distal tip of the catheter was cracked and bent. Another catheter was used to complete the procedure with no consequences to the patient.